Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where the production database d drive reached 0% disk space. The customer reported that the database had no available free space and requested guidance on required disk capacity. This condition impacted multiple sites. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the production database d drive reached 0% disk space. A technical support specialist (tss) checked the server and found that the d: drive (1 tb) was completely full, preventing transactions from processing. Hospital information technology (hit) had already engaged their database (db) team and planned to add 500 gb of additional storage through change control to resolve the issue. Upon further review, the tss confirmed that no other active issues remained, except that the "etl purge log" job in sql agent was disabled and leaving it disabled can cause the database to grow excessively. The system functioned as intended after the technical support specialist assessed the device.